Event description:
During a surgical procedure, the hose exploded causing the surgeon's hand to jerk and hit the right side of his face and ear. It was reported that the doctor is receiving medical treatment for this event.